Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "needs a new battery" was not confirmed or reproduced during product evaluation. The root cause was not identified. Therefore, no assignable cause could be provided for this condition and no repair was necessary. The device has not been previously sent into service for the reported condition of "needs a new battery." However, the main batteries and battery harness have previously been replaced. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump that needs a new battery. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.09.90 - colleague 2006.